Event description:
It was reported that an angio-seal was selected for use post diagnostic catheterization via the right common femoral artery (rcfa). A pre-deployment angiogram was performed. After the angio-seal was deployed, hemostasis was not achieved and manual compression was applied for 15 minutes. The pt's right leg was pale, pedal pulses were absent, and numbness was felt in the leg. The pt was taken back to the cath lab and another cardiologist performed a peripheral angiogram of the rcfa and lower leg, via a left common femoral artery puncture. An occlusion of the rcfa was seen and a wire and catheter were then passed beyond the occlusion. A lower leg angiogram revealed an unk substance in the artery. The pt was sent to surgery for removal of the occlusion. Info received on november 11, 2010 stated that the pt was discharged after surgery (exact date unk).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.